Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula was bent on (B)(6) 2025 and (B)(6) 2025. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-11844. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013089, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013089 was manufactured according to the work instruction (wi) version 46 and manufactured in the multivac 14 on 30/apr/2025, with a total of (B)(4) units. Glue-connector lot: the lot 5d03566 was manufactured according to the wi version 39 and manufactured in the machine mp03 on 27/apr/2025, with a total of (B)(4) units. The lot 5d03567 was manufactured according to the wi version 39 and manufactured in the machine mp03 on 28/apr/2025, with a total of (B)(4) units. The lot 5d03568 was manufactured according to the wi version 39 and manufactured in the machine mp03 on 29/apr/2025, with a total of (B)(4) units. The lot 5d03569 was manufactured according to the wi version 39 and manufactured in the machine mp03 on 01/may/2025, with a total of (B)(4) units. The lot 5d03697 was manufactured according to the wi version 39 and manufactured in the machine mp07 on 22/apr/2025, with a total of (B)(4) units. The lot 5c04822 was manufactured according to the wi version 39 and manufactured in the machine mp07 on 22/apr/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: two extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.